Event description:
It was reported to ventec that the device's patient circuit disconnect alarm was not working as expected. The initial reporter advised that they were using pediatric passive heated patient circuit, and when the circuit becomes disconnected from the patient's trach it does not always provide a patient circuit disconnect alarm. There was patient involvement associated with the reported event. There were no reports of patient harm as a result of the reported issue. Ventec requested additional information about the patient; however, the initial reporter advised that no further information would be provided.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device not providing a patient circuit disconnect alarm could not be duplicated or confirmed. Ventec then downloaded the device's electronic records (system logs) for analysis and observed multiple occurrences where the device had logged alarms, including the patient circuit disconnect alarm. During subsequent testing of the device, it was also found to be presenting both visual and audible alarms as expected. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.